Event description:
Final report, as device analysis completed. Updated information on date of event and no patient involvment was submitted in customer response.

Manufacturer narrative:
Investigation completed on a smiths medical cadd solis 2120 pump. Device arrived and was visualized with having damaged lens screen along with tamper seal missing. Event log revealed a chain of evidence for reporting. "(B)(6) 2019 9:46:53 am info alarm: latch closed (B)(6) 2019 9:46:53 am high alarm displayed: cassette not attached properly (B)(6) 2019 9:46:55 am high alarm silenced: cassette not attached properly" evaluation test were performed and downstream occlusion out of calibration. The downstream occlusion senor was replaced. Device was then tested and passed all functional and delivery testing. Unknown cause of event and device is ready for service.

Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection, sensor test and functional testing were performed. The customer's reported problem was confirmed. During investigation the unit was alarming cassette not attached properly when removing the cassette and closing the latch. According to the investigation the pump downstream occlusion sensor was out of calibration (no exterior signs of contamination). Service recalibrate the pump dso sensor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "cassette not attached" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.